Event description:
It was reported to manufacturer that the physician's handheld was stuck on the align screen and he was not able to go past that screen. Troubleshooting was performed, however, the problem persisted. A new handheld was sent to the physician and was advised to return the non-working handheld to the manufacturer. Good faith attempts to obtain additional information have been unsuccessful to date.